Manufacturer narrative:
This supplemental report is being submitted to provide the customer response updates, trend analysis, device unique identifier (UDI) number and investigation conclusion. The device history records for this device cannot be performed as the original equipment manufacturers serial/lot number is not available. The physical device was not returned for inspection. The reported failure could not be confirmed. Olympus will continue to monitor complaints for this device.

Event description:
Updated event description: the reported event occurred during a ureteroscopy procedure. There was a ten minute delay to switch out the fibers. There was no harm or injury to the patient. The current condition of the patient is fine. The device was not inspected prior to use. Two 200um ball tip fibers failed and the case was completed with a broken tip fiber without the ball. The reporter stated that the tip of the laser fiber is clear so it cannot be seen, they are unable to tell if the tip just burnt down or broke off.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The user facility is not returning the device. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the fibers broke right when they were starting a procedure, reporter was unaware if the tip broke off in the patient. The intended procedure was completed with the same device even after it broke. Not known if device fragments or tip of the device fell into the patient. There was no patient or harm reported. No user injury reported. This report is related to report patient identifier (B)(4).